Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right hip revision: (B)(6) centre, (B)(6) 2018. Primary implantation date unknown. Patient had a periprosthetic fracture so implants were removed and new stem and head from another company was implanted. Female patient, (B)(6).

Manufacturer narrative:
(B)(4). Investigation summary: no device was returned depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.